Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found an insulation abrasion which exposed the outer coil at 12.0 cm to 12.2 cm from the connector pin. This likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.